Event description:
A sales representative received a complaint which stated cuff leakage was noted during pretesting. The product was not used on a patient.

Manufacturer narrative:
Based on the available information this event is deemed a serious malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A returned sample for evaluation is not expected.